Manufacturer narrative:
(B)(4). G2: foreign: chile. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument it fractured and part of it remained in the inserter. There was no report of a foreign body retained or harm to the patient. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). E1: full establishment name : (B)(6). Attempts have been made to gather all product identification information, and no further information has been provided. This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; e1; g2; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified that the top portion of the pin is fractured and remains inside of the other instrument. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.